Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for four patient samples tested for the elecsys estradiol iii assay (e2) on two cobas e 411 immunoassay analyzers (e411). Of the four patient samples, two had erroneous e2 results. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The customer was comparing results obtained with two different lots of e2 reagent. E2 reagent lot number 217313 was used on e411 serial number (B)(4) and e2 reagent lot number 173998 was used on e411 serial number (B)(4). The first sample had an e2 result of 141.0 pmol/l when measured with reagent lot 217313 and a result of 61.63 pmol/l when measured with reagent lot 173998. The second sample resulted as 189.3 pmol/l when measured with reagent lot 217313 on (B)(6) 2017. This sample resulted as 118.6 pmol/l when measured with reagent lot 173998 on (B)(6) 2017. No adverse events were alleged to have occurred with the patients. Upon investigation of the provided data, it was noted that the result output for e411 serial number 127019 was different for values measured below the measuring range of the assay. This difference can be caused by an instrument factor applied to the e2 application, which will cause results to be calculated differently by taking into account the instrument factor. Both analyzers had test results which displayed as "novalue" accompanied by a "reag.s" flag, suggesting that there were possible reagent handling issues such as reagent swapping between analyzers. Performance testing data run on (B)(6) 2017 for e411 serial number (B)(4) was within specifications at the time of testing. Test result printouts frequently showed "0.000" signal output. This is unusual and could indicate an issue with the software database of the analyzers. Actions such as reagent swapping and changing of instrument factor settings may produce results that are not reliable. Single results on different instrument with different reagent lots and different calibrations at the low end of the measuring range are subject to noticeable variation. The provided data strongly suggests that there is a local handling issue rather than an issue with reagent lot comparability or instrument comparability. Additional data required for the investigation was requested, but not provided.